Manufacturer narrative:
Additional information was received that the reason the patient wanted to have the ipg replacement was the due inability to get the ipg out of hibernation mode. The patient is no longer having the procedure.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.